Event description:
Caller reported that the pump battery would not charge and there was no power source alert received. There was no adverse impact to the customer's blood glucose level. Customer intended to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. Technical support instructed the caller to try different outlets and adapters, but these efforts did not resolve the charging issue. Consequently, technical support decided to replace the pump and provided instructions for the caller to return the malfunctioning pump. Additionally, the caller was advised on how to put the pump into storage mode before returning it, and they confirmed understanding of the procedure.